Event description:
Baxter service ctr reports leak cassette of homechoice set used for pd therapy. Leak was identified by service ctr when moisture was noted in pneumatic area of returned homechoice device. No patient injury was reported at time of device return.